Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the catheter is returned and investigation has been completed.

Event description:
During ivtm therapy, the user observed blood in the start up kit tubing, and saline bag was empty and air trap alarmed on the console. The user suspected a quattro catheter balloon leak. Following this, the quattro catheter was replaced and ivtm therapy was resumed with the same thermogard console. No consequences, or impact to the patient.